Manufacturer narrative:
The logfile analysis confirms the reported issue - during the procedure in question, two instances of encoder check errors have occurred i.e. The measured ventilator piston position did not match the expected one. The entire motor assembly of the affected apollo device has been replaced and returned to the manufacturer for evaluation. It could be determined that there were several positions where the motor had got stuck. The motor assembly has brushes, ball bearing, commutator disk and a spindle which are affected from aging caused by wearing. Thus, a nonfunctional ventilator motor could be determined to be the root cause of the reported symptom. The supervisor function monitors the motor speed continuously and compares the expected piston position with the one derived by the encoder check. If deviations are detected, the device will force a shutdown of automatic ventilation while changing into man/spont as safety mode. This is accompanied by a corresponding alarm; manual ventilation as well as the monitoring functions remain available. No patient consequences have occurred and dräger finally concludes that the apollo workstation responded as designed upon the malfunction of a single component that became worn after approx. Ten years of operation. Replacing the entire motor assembly on-site has put back the device into fully operable condition. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the automatic ventilation of the apollo device stopped during use.